Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure performed on (B)(6) 2011. According to the complainant, the internal bolster was separated from the tube when the physician attempted to stretch the device using obturator. A new securi-t percutaneous replacement gastrostomy tube was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Manufacturer narrative:
A visual examination of the device was performed and revealed the c-clamp was in the open position and located at approximately the 13 cm mark, the feeding port and medicine port were closed. The external bolster was located at approximately the 10 cm mark and was without issue. Approximately half of the internal bolster was detached from the tubing on the anchor pocket side. Remnants of the internal bolster remained on the tubing. The internal bolster appears to have been properly molded to the tubing and presented tearing on the inner diameter of the bolster. The bolster presented evidence of failure from tensile force. The returned unit was consistent with the complaint incident that the internal bolster was torn by the obturator. During the physical evaluation it was found that a portion of the internal bolster had been torn and partially separated from the tubing. From the information in the event description it appears that the bolster partially detached as the obturator rod was placed into anchor pocket during preparation prior to insertion into the patient. Therefore, the most probable root cause is handling damage. A review of the device history record was performed for lot 14145075 and revealed no related issues to this complaint. A lot history search was performed and no other complaints against lot number 14145075.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure performed on (B)(6), 2011. According to the complainant, the internal bolster was separated from the tube when the physician attempted to stretch the device using obturator. A new securi-t percutaneous replacement gastrostomy tube was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.